Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported they were having to change the settings often because it seemed to jump way up and stuff and now today they could not control the stimulation with the programmer or the recharger. Patient reported the programmer had been acting squirrely for the last 2- 3 weeks if not longer. Patient stated they could not get the programmer or recharger to turn off the stimulation today. Patient asked if the age of the ins could cause the therapy is act and feel the way it did. Patient mentioned they were walking along and it hit them like a bolt of lightning and it used to do that occasionally but now it was just throbbing. Patient service asked patient if they had any falls or trauma and patient said no. Patient confirmed they had not done anything out of the ordinary. Patient stated when the decrease the intensity the feeling was the same or more than he wanted to feel. Patient said it was thro bbing like a drum down both legs to their feet and lower back which was not painful but uncomfortable. Agent assisted patient with using the programmer. Patient verified they were using regular alkaline batteries and the last time the programmer batteries were replaced was the night before last. During the call patient service assisted patient with navigating the mystim pp to turn the implant off and decreasing the intensity to 0.0v. Patient was able to decrease the intensity to a comfortable level. The troubleshooting steps that were taken on the call did not resolved the issue. Patient stated they can still feel stimulation with the ins off but not too much stimulation. Agent recommend patient consult with hcp ofc for next steps.